Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and suture was used. During the procedure, one side of the fixation tab came off the suture when trying to use. There were no adverse consequences to the patient. No additional information was provided.